Event description:
It was reported that there was air in the tubing of a homechoice automated pd set with cassette during fill 2 of 3 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the registered nurse (rn) discovered that the clamps were open on two unused lines. The rn stated that there was solution and air in one of the lines. It was reported that the pull rings were attached. The technical service representative (tsr) advised the rn to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of air in the line. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.